Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6).

Event description:
It was reported the rigid optical laparoscope had a loose eyepiece. The issue occurred during a maintenance inspection. There were no reports of patient harm or injury.